Manufacturer narrative:
This is final MDR report submitted with associated MFR# 3008264254-2017-00104. A non-sterile og helical xtrsoft coil 2x4 was received coiled inside of a plastic bag. No damages were noted on the hub. The hypotube was inspected and it was found without any damage. The introducer was received zipped and it was found without damage. The support coil, gripper and embolic coil were received inside introducer. The support coil was inspected and it was found without damage. The gripper and embolic coil were inspected under vision system; no damages were noted on the gripper while the embolic coil was found stretched. The suture of the embolic coil was found broken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the customer as ¿coil - unraveled/stretched¿ was confirmed. The condition found on the embolic coil was possibly caused by excessive force applied on the device but it could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; handling and procedural factors appear to have contributed to this failure. Therefore, no corrective action will be taken at this time. There is no current safety signal identified related to the reported event based on review of complaint history for the device.

Manufacturer narrative:
This is initial MDR report submitted with associated MFR# 3008264254-2017-00104. (B)(4). The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
It was reported by a healthcare professional that a og helical xtrsoft coil 2x4 (640hx0204/ 17507918) was found to be stretched before use. A new coil was used to complete the procedure. There was no report on the patient injury. There were no delays or interventional treatment due to the event. There were no damages noted on the inner product pouch, outer product box or the shipping box. It was initially reported that the complaint product is available for return.